Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue through logs and arranged to replace the pump. The customer was instructed to use the current pump as a backup until the replacement arrived.